Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. Additional, it was reported there was no patient involved in the event. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a hex head screwdriver was discovered broken on (B)(6) 2018. It was found in a surgery pack that way, and it was unknown how it may have occurred. There was reportedly no patient harm. There was no patient involvement and surgical procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: broken. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The distal hexagonal tip sheared off at its base and was not returned. The holding sleeve component was also returned and exhibited no damage and only minor superficial surface wear which would not impact functionality. Document/specification review: part/lot combination are unknown at synthes gmbh, no device history record (DHR) review possible. Part/lot combination are unknown at synthes us, no DHR review possible. Assembly design drawings, oldest available through current, were reviewed and no design issues were identified. The returned device pre-dates available drawings based on device etchings and four digit lot number, meaning it was manufactured prior to 07-apr-1997, making the device more than 21 years old. The small hexagonal screwdriver with holding sleeve (314.02) is a reusable instrument included in a variety of trauma systems and is used for screw insertion. No product design issues or discrepancies were observed. Dimensional inspection: an accurate measurement of the distal hexagonal feature could not be performed at cq because the hexagonal feature sheared off at its base and was not returned. The shaft diameter just proximal to the break measured ø3.97mm at cq (calipers ca592) which is within specification of ø4.0mm +0/-0.03mm per the oldest available design drawing for the shaft component. Material analysis: material specifications from the oldest available design drawing revision a through the current released design drawing revision d for the shaft component 314_02_1 all specify 440a stainless steel and heat treat per inspection sheet. The material surface at the fracture site showed no voids or abnormalities when viewed under 10x magnification at cq. A material check was not performed at cq because there is no indication that material properties contributed to the returned 21+ year old screwdriver tip breaking. Conclusion: a definitive root cause for the returned 21+ year old screwdriver tip breaking could not be determined based on the provided information. The most likely cause is excessive force. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: holding sleeve (part 314.06, lot 2036, quantity 1).